Manufacturer narrative:
Based on the results of the DHR ( device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection the catheter shaft was seen to be kinked/bent 10, 20 and 36cm form the hub. The catheter shaft was seen to be broken/fractured 14cm from the catheter tip. The catheter tip was seen to be flat/crushed. There was a dried blood noted in the catheter hub. Functional inspection was not required as the break was confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device was returned for analysis and the catheter shaft was seen to be kinked/bent, the catheter shaft was seen to be broken/fractured and the catheter tip was seen to be flat/crushed. There was dried blood noted in the catheter hub. The presence of dried blood in the hub is an indication that insufficient flush might have been a factor in this complaint. An assignable cause of procedural factors will be assigned to reported and analyzed damage of the catheter shaft broken/fractured during use and to the analyzed damage of catheter shaft was seen to be kinked/bent, catheter shaft broken/fractured during use and catheter tip flat/crushed as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure, the subject catheter fractured and the concomitant catheter exited at the outer curve of the subject catheter as it transitioned from the subclavian artery into the right common carotid artery. The procedure was completed and there were no clinical consequences reported to the patient due to this event. No further information available.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the subject catheter fractured and the concomitant catheter exited at the outer curve of the subject catheter as it transitioned from the subclavian artery into the right common carotid artery. The procedure was completed and there were no clinical consequences reported to the patient due to this event. No further information available.